Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Jabs cheek [mouth injury], brush head comes loose and jabs cheek [injury associated with device], brush head comes loose/ comes off [device breakage]. Case description: a male consumer reported that while using an oral-b power rechargeable toothbrush handle triumph 3738, the oral-b brushheads, version unknown, and the oral-b dual clean brushheads both come loose, and sometimes the metal rod jabs him in the cheek when the brush head comes off. He reported that he had the toothbrush for quite a while, but he had recently started using it. It was running slower than it did at first. The case outcome was unknown.